Event description:
No additional information provided.

Manufacturer narrative:
DHR review: the complaint lot#: 3163904 is 383319, and assembly in suzhou plant1 during 2023/06/18, lot quantity is (B)(4) ea. Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no nonconformities, deviations or rework activities for this lot. Return sample analysis: no defect sample returned, no photos provided. Retain sample test: sampling (B)(4) ea from the retain sample of the same lot to do check needle/stylet component assembly status, all inspection result and function test result are within product specification, refer the attachment for the test report. Possible cause analysis: based on the reported information that needle disengagement difficult, possible causes for needle/guide wire difficult to withdrawn may including: 1. Needle lubrication status is out of specification. 2. Stylet surface knurling is poor, big friction between stylet surface and tubing. We cannot identify the correct failure mode without defect samples or photos which can show the typical defect feature. The retained sample test result is within product specification and cannot reproduce the reported defect, so the root cause for this cause is no clear so far.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: saf-t-intima. Device failure: needle disengagement difficult.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle disengagement was difficult with a bd saf-t-intima y adp yel 24ga x 0.75in row. The following information was provided by the initial reporter: 'sharp device failed to retract during insertion, no patient injury."